Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to change their pump supplies as needed, and resume insulin therapy.